Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2010.

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead for high, indefinite impedance values and over-sensing of noise. The ra lead remains in use. No patient complications have been reported as a result of this event.